Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker underwent a magnetic resonance imaging (MRI) scan. The device was appropriately programmed to MRI protection mode. After the MRI, the device was checked and noise was observed on the right atrial (ra) lead and lead impedance could not be measured. A subsequent check was done and then everything proceeded as normal, with no issues observed. Device data was submitted to technical serviced for review. Technical services reviewed the data and noted signal artifact monitor (sam) episodes were stored, showing a low impedance measurement. No noise was observed. The cause of the impedance test failure was likely due to electromagnetic interference (emi). It was noted that all impedance trends post-MRI were within normal range in the remote monitoring system. No adverse patient effects were reported. The device remains implanted and in service.